Event description:
This report provides two (2) malfunction event. A review of the event involved a connection issue for the reported item. No patient adverse event(s) were reported. No information regarding patient demographics were provided.